Event description:
It was reported that the achieva ventilator shut down while in use on a pt. A respiratory therapist was present at the time of the malfunction and confirmed that the device alarmed visually and audibly. There was no report of any pt harm or injury.